Event description:
It was reported that the patient had blood in their chest and clothes and that the infusion line was disconnected. It was further reported that the luer connector end of the set had completely broken off and blood was backing up the now open needle set line. The line was immediately removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the luer separating from the tubing was confirmed. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. Usage residues were abundant throughout the sample. The sample was received in two segments which shared a complete break at the luer tubing joint. The break surface appeared irregular. Microscopic inspection of the break site revealed dully granular fracture surfaces. Beach marks were observed throughout. Abundant discoloration and deformation were observed. Radiating tear marks and material flow patterns were observed in the deformation features. The fracture features were consistent with material fatigue failure due to repetitive and severe torsional (twisting) forces applied to the luer, concentrating at the tubing joint. Device access, securement and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asens0077 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had blood in their chest and clothes and that the infusion line was disconnected. It was further reported that the luer connector end of the set had completely broken off and blood was backing up the now open needle set line. The line was immediately removed.